Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a crna manually ventilating a patient couldn¿t access pyxis after it locked, needing help to log back in. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a nurse manually ventilating a patient and could not access pyxis after it locked, needing help to log back in. The technical support specialist (tss) identified that the user required a sound to be played when the station was about to timeout the login. Tss stated that currently this feature was not in the system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a crna manually ventilating a patient couldn¿t access pyxis after it locked, needing help to log back in. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.